Manufacturer narrative:
Ge healthcare service was notified of this event, but the customer is on credit hold. No further information is available regarding the resolution of the reported issue. No patient information available at time of MDR filing. Unique identifier: (B)(4).

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient injury.